Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (lot number, concentration, and dose unknown) via an implanted pump. Indications for use was intractable spasticity. The event date and other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s medical history was noted as ¿none¿. The patient was seen by (B)(6) in the clinic, and the patient was found to have an infected pump site. The physician scheduled the patient for removal of the pump and catheter. It was identified because the patient had an ¿obvious infection at site¿. The pump and catheter were removed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. On (B)(6) 2016, additional information was received from the rep indicated she did not have the dose, concentration, or lot number information and was not aware of any definitive cause of the infection. There was no information on any diagnostics. When the patient first started to experience the infection, diagnostics related to the infection, the cause of the infection not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.